Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device settings were different on (B)(6) 2012 than what was previously programmed on (B)(6) 2011. The change in device settings was indicative of an interrupted system diagnostic test. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.